Event description:
On the day of the event, at 10:00am vent was activating alarm during suctioning. This meant that the alarm function performed normal operation at this time. Just before 15:30, a nurse shaved the patient's beard and then the nurse poured water into humidifier camber. This time nurse heard the alarm. Nurse went back to her station. As soon as coming back from station alarm of patient's monitor went off and both hr and rr rate of the monitor showed zero. Immediately nurse and doctor went back to room, and found the alarm sound was not activated. Doctor detached patient circuit from the pt and checked delivered flow from vent with dr's hand. Dr could not feel inspiratory flow except base flow. Dr came later into room and heard alarm sound and saw low/press displayed during opening of the patient circuit. Pt was recovered.